Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.180" x 0.069" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaw of the mega suturecut needle driver instrument broke off inside of the patient while suturing. The fragment was retrieved during the same procedure. The procedure was completed.